Event description:
It was reported that there was low r wave sensing on the right ventricular (rv) lead. The high voltage coils remain in use. It was also reported that the left ventricular (lv) lead cracked in half during the battery change out. The distal end of the lv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 6947-65, implanted: (B)(6) 2011; 4074-58, implanted: (B)(6) 2007; 5568-45, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.